Event description:
It was reported that the insulin pump was unable to upload meter readings and device was alarming. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to download using carelink pro due to a software alarm in the history file. Insulin pump alarmed due to corroded history file. Insulin pump had no cosmetic damage noted.